Event description:
It was reported that the customer had an issue with the insulin pump. Customer stated that her blood glucose level was 470 mg/dl. Customer stated that she bolused and wanted to see if the insulin was exiting, but it was not. Customer did not have a back-up plan and had to wait to go home to change the infusion set. Customer reported that the pump was not delivering, but there are no alarms. Customer was unable to complete the troubleshooting due to stating that she changed the infusion set and insulin exited the new set. Customer will monitor blood glucose levels since her blood glucose is down to 464 mg/dl. Customer stated that she will call back if she is concerned with under delivering/not delivering. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.